Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens. Lens was damaged upon insertion into patient's eye. No enlarged incision or sutures required. No patient injury.